Manufacturer narrative:
This ipg serial number is included in field advisories: 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient 's ipg was no longer functional. An sjm representative confirmed the device was inoperable via use of external devices. As a result, the patient underwent surgical intervention. During the procedure, the doctor allegedly found fluid in the ipg header. In turn, the patient's ipg was explanted and replaced with a different model.